Manufacturer narrative:
(B)(4) ¿ blistering reaction occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
The sales rep reported that in passing conversation with an attending surgeon, the surgeon has noted that his patient presented some tissue blistering distal to the surgical incision, 3-days post surgical procedure. After removal of the dermabond pernio, the patient blistering resolved itself. There was no long term patient consequence. No product will be returned.